Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "rupture" of a saline implant and capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side "rupture" and "severe" capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, and one curved opening on the anterior. Leak test and microscopic analysis were performed which identified one sharp crease opening on the anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one sharp crease opening on the anterior assessed as fold flaw opening. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported left side "rupture" and "severe" capsular contracture, baker grade IV. Device has been explanted.